Manufacturer narrative:
Image review: CT provided is coronal/axial cuts. Imaging provided shows a paucity of bone at implant site. Unclear what implicating for grafting at this location are based on history provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that four rhbmp-2/acs xxs kits used on three different patients. Post-op, all the three patients came back within a period of 8-10 months and minimal bone was formed, but skin was healed. The surgeon reported this event because this was a different reaction than he had ever seen with his use of rhbmp-2/acs in his omf practice.